Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported a suspected left side device rupture and suspected capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.

Event description:
Patient reported a suspected device rupture and suspected capsular contracture, baker grade unknown. The affected side is unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification d6a, d6b - partial implant date provided as "2014" (original default to (B)(6) 2014), removed as date does not coincide with manufacturing date. Explant was scheduled for (B)(6) 2024, has not been confirmed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell and orientation dot assessed as inconclusive. Capsular contracture: unable to observe. No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.6a, d.6b, h.3, h.6.

Event description:
Patient reported a suspected left side device rupture and suspected capsular contracture, baker grade unknown. Device has been explanted.